Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Device manufacture date - unknown due to unknown lot number. This report is being submitted as follow up no. 1 to provide additional information in. The lot number initially reported was confirmed to be invalid. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during insertion of the angio-seal device; during the removal, the suture broke. Mechanical compression was performed to achieve hemostasis. There were no other devices or equipment used with the reported product. The patient was reported to be in ok condition.